Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was getting poor communication with and without the antenna since a couple of days before the report. Troubleshooting did not resolve the reported issue, and the patient was sent a replacement programmer. The patient also reported that they fell on their coccyx in (B)(6) 2018, and that it was the same side as they were implanted. The patient was advised to report the fall to a healthcare provider and was sent physician listings. On (B)(6) 2018 the patient called back and stated that they received their replacement programmer that day and was still unable to sync with the ins with and without the antenna connected. The patient confirmed seeing the poor communication screen. The patient also reiterated their fall and the resulting pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it sounded like the generator was not responding to the patient¿s remote. The patient received a new remote recently and it does not work either. The rep reported that the patient fell and is in a lot of pain but not at the implant site. The rep noted that the patient is seeing an orthopedic surgeon on (B)(4) . The rep stated that the device had not been interrogated yet, but it sounds like it could be at end of service. Patient services responded to the rep and stated that it is unlikely that this battery has been depleted. The rep responded and stated that it is likely that the cause is that the patient¿s new remote was not synched to her implantable neurostimulator (ins). No further complications were reported.